Event description:
The IV tubing being used was compromised when meds were being delivered through one of the access ports on the tubing. A standard 18 gauge needle was used to deliver medication through the IV. Subsequent attempts to give IV fluids were unsuccessful because the stopper in the portal became dislodged and completely occluded the IV tubing at the "y" between the access portal and the main tubing line. As a result, the entire tubing and IV fluid system had to be quickly changed out because there was no way to give IV fluids and flush in meds through the existing tubing as this port was between additional access ports and the patient. Patient safety was at risk as the change-out of the tubing and IV could have been necessary when life-saving resuscitation drugs were required. Fortunately, the patient was very stable during this event.